Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the wire part was broken apart. When examining the fracture surfaces of the cerclage cables and their single wires in position the fracture behaviors were identified. At a higher magnification, few fatigue striations were observed on some of the wires. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. Most of the wires showed only shear dimples. The wires with shear dimples correspond to a forced fracture which can occur during a fall. Observations and findings showed that the failure of the cerclage cables was caused by fatigue and overload. Based on the topography of the fracture surfaces of the wires, it can be concluded that the cerclage cables were subjected to high dynamic tension loads. Constantly alternating tension loads / load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the cerclage cables. The cerclage cables could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: the patient has hypophosphataemic rickets and was admitted with a periprosthetic fracture of the left femur. This was fixed using plates, cables and screws. The patient had been touch weight bearing; sat down then felt the plate give way. X-rays showed that some of the cables had snapped and the fracture was no longer reduced. The patient has now had to undergo revision hip surgery on (B)(6) 2014 for a stem that was well fixed. It was also reported by an internal review of xrays by the medical director confirming that; that one xray shows that there is a periprosthetic fracture that was treated with a plate, cables and screws. The second xray shows this fracture lost reduction and at least 2 of the cables are broken. There were no reports if a surgical delay or patient harm. (B)(4).